Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush heads become loose during brushing [device breakage] think that it is counterfeit - oral-b toothbrush head [suspected counterfeit product] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A husband reported via phone on (B)(6) 2018 that his wife of unspecified age used oral-b brushheads, version unknown; he described that the inside of the toothbrush heads was green and blue, and he thought they were counterfeit. The consumer asserted that the toothbrush heads became loose during brushing and they did not clean properly. He noted that the brush head said oral-b on it. His wife used 4 toothbrush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.